Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "end of february." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer obtained higher values when scanning the adc freestyle libre compared to a competitor¿s brand meter. A sensor scan of 464 mg/dl with a vertical upward trend arrow was obtained and the customer presented to an emergency clinic. The customer was advised by an internist to treat with an unknown dosage of "insulin r human insulin.". Upon arriving home, the caregiver injected the customer with insulin (unknown dosage) and obtained a blood glucose test of 70 mg/dl on a competitor¿s brand meter soon after. A physician was contacted once again, and the customer was provided food and milk to raise their glucose. There was no report of death or permanent injury associated with this event.